Manufacturer narrative:
The insulin pump did not have a button error alarm during inspection. All buttons functioned properly; however, the unit had moisture on the keypad traces. The following cosmetic damage was also noted: cracked belt clip slot, stained end cap sticker, cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump alarmed with a button error. Her blood glucose at the time of incident is unknown. Customer states that she was running when the alarm occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.